Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after an interventional endovascular treatment procedure with a small-bore sheath. Reportedly, the sheath was attached backwards. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
Analysis was performed to the returned device. The reported material deformation of the sheath was confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that contribute to a kink/bent sheath include, but not are limited to, user mishandling during removal of device from packaging or accidental removal/ manipulation of device prior to insertion of the device. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. Correction: h6 - medical device problem code: code 1506 was removed and code 2889 was added.

Event description:
Subsequent to the previously filed report, the following information was received: the initial information was misreported, the shaft was noted to be kinked and not backwards. No additional information was provided.